Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an arthroscopy, a fast-fix 360 was used, when it was calibrated and introduced, it was placed in the anatomical site where the suture point was required, therefore the first shot (t1) was made, following all the steps of the suture technique. However, it was evident that the suture was fully inserted and the entire implant was deployed in the first shot without giving the second implant deployment (t2). The suture was cut and the procedure was completed with a s+n back-up device. Non-significant delay was reported, and no other complications were reported. Patient's health condition is stable.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records could not be preformed based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded there were similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instruction for use , fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
H10 h6 the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records could not be preformed based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded there were similar events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instruction for use, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The complaint was not confirmed. There was no way to determine if the device contributed to the reported event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.